Event description:
The manufacturer received information alleging a ventilators tidal volume was increasing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module, flow sensor, overhead blower filter and sensor board were replaced to address the issue. There was evidence of contamination.